Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that after replacing the user panel power I/o switch, the system booted into stand alone mode. F4 was found open. It was replaced and the unit booted into 2d and was ready for delivery. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the system was just booting up to the standalone mode. There was no patient present when this issue was identified.